Manufacturer narrative:
(B)(4). Date sent: 3/10/2026. D4: batch #unk. Additional information was requested, and the following was obtained: was there any difficulty opening the device? No, we have not heard that issue. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? If yes, how was the device removed from the patient? Did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech45c, with lot/batch number a98j77, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic thoracic procedure, it was observed that the knife did not return after incorporating the tissue. Another device was used to complete the case. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2026. D4: batch #a98h8t. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The device event log was reviewed and appears to contain some safety cuts. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98h8t, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2026. Additional information was requested, and the following was obtained: was there any difficulty opening the device? No, we have not heard that issue. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? If yes, how was the device removed from the patient? Did the jaws eventually open?